Manufacturer narrative:
H10. Bench repair confirmed the failure found that the cable was not fully seated, reseated the cable to resolve the error code 1008 machine and proximal pressure sensors failed message. H11. Updated contact information and contact office entity.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the unit was sent for bench repair and on return, now when the system is turned on an error code 1008 machine and proximal pressure sensors failed message come up on the screen at start up. Bench repair confirmed the reported problem. After the diagnosis, the unit is displaying multiple error codes and issues. The gas delivery system is malfunctioning and needs to be replace. Investigation is ongoing the customer reported there was no patient involvement at the time the issue was discovered.